Event description:
Lap chole - "dr. (B)(6) misfiring clips would drop off tissue and also refused to fire. Three clip appliers to do the case, the 3rd one being successful. The 2 defective ones were cleaned and placed into their original packages. Caused surgeon frustration and dissatisfaction with clipper. (B)(6), operating room nursing (B)(4)".

Manufacturer narrative:
Ra has just rec'd the incident device and has been assigned to engineering for eval. A f/u report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.